Manufacturer narrative:
Siemens healthcare diagnostics has determined that the cause of the falsely elevated methotrexate results is incorrect installation of the method parameters causing shift in qc with the length of time that open reagent wells are in use. Method parameters were evaluated and it was found that incorrect reagent well volumes had been entered into the dimension vista software for the open channel xmtx method. The open channel reagent is manufactured by ark but the incorrect parameters were input by siemens personnel. The ark instructions for use states that 3.6 ml per well is recommended for 66 tests per well. The instrument was set up for 0.986 ml per well for 16 tests per well. The decreased volume would allow extra head space in the vented well with potential for increased vaporization of the reagent causing the increasing results observed by the customer. Siemens advised that the customer follow the approved, validated application parameters as provided by the reagent manufacturer (ark) to ensure adequate performance of the method.

Event description:
Discrepant high methotrexate (xmtx) qc results were obtained on the dimension vista instrument with increasing open well age. There is no indication that patient treatment was altered or prescribed on the basis of discrepant high methotrexate results. There was no report of adverse health consequences to patients as a result of discrepant high methotrexate results.